Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l2-s1 to address degenerative disc disease and scoliosis. It was reported that the case was reviewed by the manufacturer representative and the surgeon prior to the operation. The hover-t was chosen as the platform and the headpin was placed on t11. Registration was achieved with one attempt using auto-registration and utilizing the basic algorithm. All trajectories were accurate except for left l5, which was medial. The surgeon repositioned left l5 freehand. There was no patient harm and the procedure was not delayed over an hour.